Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available data showed iegms showed signals on the atrial and right ventricular channels which had a small amplitude and high frequency. The artifacts let to intermittent oversensing. The characteristics of the signals indicate noise from an external source. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that approx. 11 months after the implantation, several ventricular fibrillation episodes showing oversensing were noted. No therapy was delivered nor capacitor loaded. Test and pocket manipulation did not reveal abnormal behavior. The patient does not refer exposure to external electromagnetic sources. The lead remains implanted.